Manufacturer narrative:
(B)(4).

Event description:
Pt reports " . I took out the oldest one and paired it to the receiver. It started up and the countdown started. After about a half hour, the "no signal" icon came up. "